Manufacturer narrative:
Na

Event description:
It was reported that the gamma nail instrument broke during surgery. It was reported that the little ring broke off and was discovered in the patient's hip. It was reported that the ring was removed prior to the end of the surgery.